Event description:
It was reported to boston scientific corporation in 2008, that an rx dilatation balloon device was used for an endoscopic retrograde cholangio-pancreatography (ercp) procedure performed about two months prior. According to the complainant, during the procedure, the balloon was broken during inflation. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual inspection of the returned device revealed the balloon was leaking at the proximal end, with no other anomalies noted. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any similar complaints reported for the same lot number. The july 2008 15-month biliary dilators product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted.